Event description:
The laser system had the following problem: "diode chiller was making a loud noise and displayed a low flow and high temp error before shutting off. Problem did not clear upon restart".

Manufacturer narrative:
The problem was due to the chiller unit. After the replacement of this unit, the laser system restarted to work. We are unaware about pt injury.